Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following finding: the meter passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Pa was unable to perform test strip evaluation since the patient did not provide the test strip lot number during the initial call. However, the patient returned a vial of test strip with lot number 3298394; the test strips passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately low. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the she started noticing the alleged low readings 2 years ago but the most recent event that she was calling lfs about occurred in (B)(6) 2012. The patient mentioned that she rarely used the subject meter between (B)(6) 2011 and (B)(6) 2012. The patient claimed that her co-workers had to call emergency medical services (ems) when she became "disoriented." The patient said that when ems arrived they tested her blood glucose on their meter (unspecified type) as well as on the subject meter. However, the patient could not recall the results. The patient reported that shortly after ems tested her blood glucose they treated her with "2 cubes of frosting" and she "felt better afterwards." The patient mentioned that she could not recall testing her blood glucose on the day of the alleged issue and stated that she could possibly have forgotten to eat that day. The patient reported managing her diabetes with a combination of medications: glyset 25mgs, taken 3x/day before meals; metformin 500mgs, taken 2x/day, novolin 60units, taken 2x/day and novolog 40units (taken 3x/day) and denied making any changes to her usual diabetes management routine in response to the reported issue. At the time of troubleshooting the cca confirmed that the patient was using an approved sample site and that the subject meter was set to the correct unit of measurement. The patient informed the cca that she has had the subject meter since 2004 but was not using it consistently. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms that led her coworkers to call ems and then subsequently being treated by ems. In addition, the alleged inaccuracies were not resolved with troubleshooting.